Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was report reported by an attorney: the patient underwent revision surgery on an unknown date due to a delayed union of a subtrochanteric fracture of the right hip. It was reported that image intensification (specific test and date unknown) revealed a broken trochanteric nail at the entry point of the helical blade. It was not reported whether the patient was revised with new hardware. This report is for an unknown helical blade. This is 2 of 2 reports for the same event, complaint #(B)(4).